Event description:
This customer reported that this defibrillator failed to charge twice. The users cycled the power and delivered one shock to the pt that converted the pt rhythm. No further therapy was required.

Manufacturer narrative:
(B)(4): this customer reported that this defibrillator failed to charge twice. The users cycled the power and delivered one shock to the pt that converted the pt rhythm. No further therapy was required. This complaint is still being investigated. A follow- up report will be submitted upon completion of the investigation.